Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the shell inserter threaded tip has fractured. No further observations could be made based on the image alone and due to the reduced image quality. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon threading the cup impactor into the g7 cup, some of the threads stripped off the handle. The initial shell was implanted into the patient. The hammr device was used to complete the procedure, however, the non-mod handle was used to adjust the position of the cup which is when the threaded end got stripped a bit.